Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this device was found to be depleting faster than expected. At the patient's recent follow up visit, the device was found to have 10 months longevity remaining. Technical services (ts) has highly recommended a battery performance analysis to assure therapy delivery is available until device replacement. No adverse patient effects were reported. Currently evidence suggests that this product remains in service. Additional information: the device has been explanted and replaced.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, (defibrillation), and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this device was found to be depleting faster than expected. At the patient's recent follow up visit, the device was found to have 10 months longevity remaining. Technical services (ts) has highly recommended a battery performance analysis to assure therapy delivery is available until device replacement. No adverse patient effects were reported. Currently evidence suggests that this product remains in service. Additional information: the device has been explanted and replaced. This report has been updated with the product investigation results.

Event description:
It was reported that this device was found to be depleting faster than expected. At the patient's recent follow up visit, the device was found to have 10 months longevity remaining. Technical services (ts) has highly recommended a battery performance analysis to assure therapy delivery is available until device replacement. No adverse patient effects were reported. Currently evidence suggests that this product remains in service.